Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. Analysis of the device memory indicated shock therapy energy was insufficient.

Event description:
It was reported that there was an apparent insulation damage on the right ventricular (rv) lead that caused failed defibrillation therapy to the patient. The rv lead failed to deliver shocks and did not convert the rhythm due to low lead impedance. After the fourth attempt, the lead was able to deliver the appropriate therapy and defibrillated the patient. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the partial lead was returned in segments, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.